Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient was not able to increase their amplitude because they were seeing the poor communication message on the programmer. When asked if they had a decline of therapeutic effect, they replied they had noticed they could not hold "it" as well. They had already tried using the programmer with and without the antenna attached. The patient was redirected to their healthcare provider to further address the issue and to check the ins status.